Event description:
It was reported that the patient with this artificial urinary sphincter experienced infection; therefore, a surgical procedure was performed to remove all the components. No further information was provided.